Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, the cannula detached from top of the port. It was then replaced with a new one, but the seal keeps popping off. The clear white rubber seal finally came out and could not be attached. A third port was used to complete the procedure. There was no patient injury.